Manufacturer narrative:
The field service engineer has ordered a replacement device.

Event description:
The customer reported no audible alarms were coming from the fc2020 device when monitoring a patient. The device was in clinical use at the time the reported issue was discovered. There was no report of any adverse impact to any user or patient as a result of the issue.

Manufacturer narrative:
Results during the troubleshooting confirm that unit with serial number us1626002380 has a defective speaker. To correct the reported problem, the fse installed a replacement fc2020 device (xper flex cardio 2020 rev-c-exchange, 453564621801). The device that was returned to philips orlando office for evaluation was not returned to the customer after the evaluation was complete and was returned to philips hc sps, sanmina. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.